Event description:
It was reported that the user had difficulties to dock the co2 absorber into the pt cassette and it was also reported that the anesthesia workstation failed the pressure transducer test and the safety valve test during system check out. There was no pt connected to the anesthesia workstation during these events. (B)(4).

Manufacturer narrative:
An investigation is anticipated and a supplemental report will be submitted when the investigation has been finalized. (B)(4).